Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2026, they experienced excessive sweating and lost consciousness. The display device(app) doing onset of symptoms was showing no reading as it went with a brief sensor issue. The blood glucose reading was 1.9 mmol/l. Emergency medical service (ems) was called and the patient was treated with IV glucose (dextrose) at home and refused to go to the hospital. The patient regained consciousness after 30 minutes. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.